Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Problems with pressure monitoring during patient treatment. The device displayed too high pressure values, leading to a pump stop. The perfusionist checked the system and deactivated pressure intervention. Surgery could be continued. No patient injury reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
A field service technician has been sent out for investigation and found defective pressure modules, a defective pressure transducer and a defective connection cable. Thus the failure could be confirmed. Defective parts were requested for further investigation.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A field service technician has been sent out for investigation and found defective pressure modules, a defective pressure transducer and a defective connection cable. Thus the failure could be confirmed. The technician replaced the pressure modules, pressure transducer and pressure cable. The defective modules were investigated. According to the investigation report, the pressure modules have been tested for 4 and 65 hours. Furthermore the integrated circuits were heated and cooled. During all tests the failure could not be reproduced and therefore no most probable root caused could be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). A field service technician has been sent out for investigation and found defective pressure modules, a defective pressure transducer and a defective connection cable. Thus the failure could be confirmed. The technician replaced the pressure modules, pressure transducer and pressure cable. The defective modules were investigated. According to the investigation report, the pressure modules have been tested for 4 and 65 hours. Furthermore the integrated circuits were heated and cooled. During all tests the failure could not be reproduced and therefore no most probable root caused could be determined. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).